Manufacturer narrative:
Product analysis: analysis confirmed the reported calibration issue; the touchscreen was out of specification. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a calibration problem. The programmer has been returned for repair. There was no patient involvement.